Event description:
Boston scientific received information that device indicated 1.5 years of longevity remaining at the last device check. Three months later, the device had reached end of life (eol). As a result, a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this device was explanted and disposed of. No adverse patient effects were reported.